Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device-left coil expelled"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and cancer surgery ("cancer surgery") in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "on (B)(6) 2006, device may not take and may fall-out". The patient's concurrent conditions included appendicitis. Concomitant products included hydrochlorothiazide, ibuprofen, panadiene co (tylenol #3) and trazodone. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and cancer surgery (seriousness criterion medically significant). The patient was treated with surgery (on (B)(6) 2017 - total hysterectomy (uterus and cervix removed)-device removal), surgery (on (B)(6) 2017 - total hysterectomy (uterus and cervix removed)-device removal), surgery (ablation on (B)(6) 2017) and surgery (cancer surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain, headache, pelvic pain and cancer surgery outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, cancer surgery, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: unilateral occlusion-right tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: update of quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device-left coil expelled"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and neoplasm malignant ("cancer surgery") in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "on jul2006, device may not take and may fall-out". The patient's concurrent conditions included appendicitis. Concomitant products included hydrochlorothiazide, ibuprofen, panadeine co (tylenol #3) and trazodone. In july 2006, the patient had essure (ess205) inserted. In october 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In october 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (B)(6) 2017 - total hysterectomy (uterus and cervix removed)-device removal), surgery (B)(6) 2017 - total hysterectomy (uterus and cervix removed)-device removal) and surgery (ablation on mar-2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain, headache, pelvic pain and neoplasm malignant outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, neoplasm malignant, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2006: unilateral occlusion-right tube occluded most recent follow-up information incorporated above includes: on 26-jul-2018: plaintiff fact sheet received. Event added: on jul2006, device may not take and may fall-out, cancer surgery. Concomitant drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device-left coil expelled"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included appendicitis. Concomitant products included ibuprofen and panadeine co (tylenol #3). In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery ((B)(6) 2017 - total hysterectomy (uterus and cervix removed)-device removal), surgery ((B)(6) 2017 - total hysterectomy (uterus and cervix removed)-device removal) and surgery (ablation on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain, headache and pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: unilateral occlusion-right tube occluded. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received: the event menorrhagia, dysmenorrhea, expulsion of essure device, migraines, headaches, pain, vaginal discharge, cramping added. Concurrent condition, lot number, concomitant medication, reporters, lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device-left coil expelled"), abdominal pain ("abdominal pain"), cancer surgery ("cancer surgery") and menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) (batch no. 599813-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "on (B)(6)2006, device may not take and may fall-out". The patient's concurrent conditions included appendicitis and grand multiparity. Concomitant products included hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) and trazodone. In (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping") and underwent cancer surgery (seriousness criterion medically significant). The patient was treated with surgery (B)(6)2017 - total hysterectomy (uterus and cervix removed)-device removal, ablation on (B)(6)2017 and cancer surgery). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device expulsion, abdominal pain, cancer surgery, headache and pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, cancer surgery, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2006: results: unilateral occlusion-right tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: (B)(6)2019: update of information (batch is invalid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device-left coil expelled"), abdominal pain ("abdominal pain"), neoplasm malignant ("cancer surgery") and menorrhagia ("menorrhagia") in an adult female patient who had essure (ess205) (batch no. 599813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "on (B)(6)2006, device may not take and may fall-out". The patient's concurrent conditions included appendicitis and grand multiparity. Concomitant products included hydrochlorothiazide, ibuprofen, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) and trazodone. In (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery ((B)(6)2017 - total hysterectomy (uterus and cervix removed)-device removal, ablation on (B)(6)2017 and cancer surgery). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the device expulsion, abdominal pain, neoplasm malignant, headache and pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, neoplasm malignant, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2006: results: unilateral occlusion-right tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: medical records received: reporters were added. Lot number corrected. Concomitant condition was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("expulsion of essure device-left coil expelled"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia") and cancer surgery ("cancer surgery") in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "on (B)(6) 2006, device may not take and may fall-out". The patient's concurrent conditions included appendicitis. Concomitant products included hydrochlorothiazide, ibuprofen, panadeine co (tylenol #3) and trazodone. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches"), pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and cancer surgery (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2017 - total hysterectomy (uterus and cervix removed)-device removal), surgery ((B)(6) 2017 - total hysterectomy (uterus and cervix removed)-device removal), surgery (ablation on (B)(6) 2017) and surgery (cancer surgery). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, abdominal pain, headache, pelvic pain and cancer surgery outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, migraine, vaginal discharge and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, cancer surgery, device expulsion, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: unilateral occlusion-right tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure device). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain and vaginal haemorrhage to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.